Event description:
It was reported during surgery that the new sytle 1.5 driver tip broke off while inserting a 2.3 locking screw into a aculoc2 plate. It was also reported the driver was on a torque limiting handle when it broke. The surgery was completed after the driver tip was replaced and the broken tip was removed from the head of the screw, resulting in a few minutes delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00733 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.